Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 120v, was being used during a robotic hiatal hernia repair procedure on (B)(6) 2025 when it was reported, ¿co2 up to 80 and subq emphysema from mediastinal dissection for a hiatal hernia repair postop chest xray without pneumothorax.¿ the procedure was cancelled ¿due to co2 and subq/anesthesia, uncomfortable moving forward.¿ patient was extubated on (B)(6) 2025. An asm-evac1, tri-lumen filtered tube set with activated charcoal filter, device was also used in the procedure. The asm-evac1 tubing used but no airseal access port so in standard insufflation. There was no report of conmed device malfunction. This report is being raised due to the reported injury of subcutaneous emphysema development in patient.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A device history record review cannot be conducted as a serial number was not provided. The service history review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 163 complaints, regarding 163 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. Improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value. Gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 120v, was being used during a robotic hiatal hernia repair procedure on (B)(6) 2025 when it was reported, ¿co2 up to 80 and subq emphysema from mediastinal dissection for a hiatal hernia repair postop chest xray without pneumothorax.¿. The procedure was cancelled ¿due to co2 and subq/anesthesia, uncomfortable moving forward.¿ patient was extubated on (B)(6) 2025. An asm-evac1, tri-lumen filtered tube set with activated charcoal filter, device was also used in the procedure. The asm-evac1 tubing used but no airseal access port so in standard insufflation. There was no report of conmed device malfunction. This report is being raised due to the reported injury of subcutaneous emphysema development in patient.